Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdh850, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and a barbed suture was used. During the procedure,when pulling the suture with slight force during continuous suturing, the suture was broken near the swage part. There were no adverse consequences to the patient. No additional information was provided.